Event description:
Caller reported an alarm occurred and there was no adverse impact to the customer's blood glucose level. After troubleshooting, the caller was able to load a new cartridge successfully and resume insulin therapy.